Manufacturer narrative:
In an associated complaint (B)(4), the user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred to his hcp to discuss next steps for removal and replacement of the sensor.

Event description:
On 14 nov 2014 senseonics was made aware of an incident where the user reported receiving multiple low signal alerts that led to no sensor detection alerts. A new transmitter was provided to the user to resolve the issue, but the issue continued. The user was referred to their hcp for a sensor removal and replacement.